Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05502. It was reported the pt is experiencing pain at the ipg site. The pt has lost weight and allegedly the ipg may have moved. It was also reported the pt has not received adequate coverage since being implanted. Reprogramming attempts have been unsuccessful. The pt will discuss the next course of action with her doctor and may undergo surgical intervention at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.